Manufacturer narrative:
The evaluation revealed the nail holding screw (nhs) to be the primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). The item returned was documented as faultless prior to distribution. As the device had been in use for approx. 2 years, we pre-suppose that it had fulfilled its tasks in former surgeries as intended. During investigation no material, design or manufacturing related issues were found. The target device, nhs and nail were stuck together and must be disassembled by using tools. After disassembling, it was found that approx. 2/3 of the nhs head rim was deformed and bulged outwards. The deformation increased the head diameter so that it came heavily in contact to the inner diameter of the nail adapter, so that both items got jammed. The deformation was most likely caused by an inserted screwdriver strike plate gamma3® 8x250mm ((B)(4)). Hammering on the strike plate in assembled mode will deform the nhs rim like presented in the actual case. Using the strike plate within the nhs is not intended and is related to a deviation from the operative technique (user related). The IFU contains that the instruments shall be handled with care to prevent damages. Furthermore, the new target device ((B)(4)) contains a thread for a strike plate to insert the nail; it is not allowed to hit the nhs for nail insertion (excerpt of gamma3 operative technique, page 22). Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified.

Event description:
It was reported that patient presented with a trochanteric fracture of left side due to a gunshot wound. Surgeon performed a gamma nail and when surgeon was almost done, the targeting arm would not unscrew. Surgeon had to remove hardware and install a new arm which delayed surgery at least 1 hour as a result. Sales rep clarified that the nail, targeting arm and nail holding screw are stuck together. No issues for locking screw were reported "though they did remove and discard it. When they put new nail in, the length of the screw was no longer correct.&#62282;

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown nail holding screw. If additional information becomes available it will be provided on a supplemental report.

Event description:
It was reported that patient presented with a trochanteric fracture of left side due to a gunshot wound. Surgeon performed a gamma nail and when surgeon was almost done, the targeting arm would not unscrew. Surgeon had to remove hardware and install a new arm which delayed surgery at least 1 hour as a result. Sales rep clarified that the nail, targeting arm and nail holding screw are stuck together. No issues for locking screw were reported "though they did remove and discard it. When they put new nail in, the length of the screw was no longer correct."

Manufacturer narrative:
The evaluation of previous complaints revealed the target device and nhs to be the primary product. An inspection and a review of the DHR were not possible because the products and lot codes were not provided; the root cause could not be determined. Previous complaint evaluations revealed that jamming nhs are caused by too strong torque forces (leading to material fretting) or damaged nhs head due to hitting the screw with the strike plate or directly with a hammer. Design, dimension or material related issues were not detected in the past. The IFU contains that the instruments shall be handled with care to prevent damages. Furthermore the target device contains a thread for a strike plate to insert the nail; it is not allowed to hit the nhs for nail insertion. It is very likely that the nhs got damaged by the strike plate or by a hammer during nail insertion. No non-conformity identified.

Event description:
It was reported that patient presented with a trochanteric fracture of left side due to a gunshot wound. Surgeon performed a gamma nail and when surgeon was almost done, the targeting arm would not unscrew. Surgeon had to remove hardware and install a new arm which delayed surgery at least 1 hour as a result. Sales rep clarified that the nail, targeting arm and nail holding screw are stuck together. No issues for locking screw were reported "though they did remove and discard it. When they put new nail in, the length of the screw was no longer correct."